Event description:
The offset reamer u-joint broke at the end of reaming. Case type: tha.

Manufacturer narrative:
It was reported that the offset reamer u-joint broke at the end of reaming. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA has been raised for the same. Product history review: review of the product history records indicate 29 devices were manufactured and 0 were accepted into final stock on 03/11/2017. Review of qt 17-03-0041 revealed that 25 devices were accepted into final stock on 03/13/2017. Further the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot number 3578696 shows 2 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The offset reamer u-joint broke at the end of reaming. Case type: tha.